Event description:
It was reported to boston scientific corporation that a 15mm round stiff captivator snare was used to remove a 7 to 8mm target polyp during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the physician wanted to remove the target polyp using cold snaring. However, they were not able remove the head of the target polyp. Then they performed hot snaring using the same device and the procedure was completed without any problems. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of polyp resecting issues. Block h10: (product analysis): one captivator snare was received for analysis. Visual inspection of the returned device revealed that the device did not have any defective condition. During functional evaluation, the device was tested in the 10 inch loop fixture and it was able to extend completely and retract without issues. Continuity test was performed and the device's electrical resistance was within specification, indicating a proper connection. A photo was provided by the physician and the image showed anatomical pictures and the head of the polyp. The reported event of "loop failure to cut " could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. No other issues with the device were noted. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and continuity test. No issues were noted with the electrical device testing during continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 15mm round stiff captivator snare was used to remove a 7 to 8mm target polyp during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the physician wanted to remove the target polyp using cold snaring. However, they were not able remove the head of the target polyp. Then they performed hot snaring using the same device and the procedure was completed without any problems. There were no patient complications reported as a result of this event.